Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our german affiliate, during a transfemoral tavr procedure, post deployment of the 29mm sapien 3 valve there was difficulty removing the delivery system through the sheath resulting in injury to the femoral access site. The delivery system seemed to be stuck and was unable to be moved. Two guidewires were used to carefully remove the delivery system through the ¿sluice¿. After the sheath was removal, a femoral injury occurred due to the increased diameter of the sheath. Surgical intervention was performed on the patient's femoral access site to close it. The patient was stable and transferred for post management care. As reported, there was no residual fluid left inside the balloon prior to withdrawal. Per report, the perceived cause was the sheath. Per, fluoroscopy the sheath was deformed and appeared to almost crack open. In addition, the cause for the femoral injury was the calcification in the vessels.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: the distal balloon profile is deflated unevenly/altered and minor gouges on the flex tip. Imaging was provided and revealed that the sheath was deformed with the delivery system still inserted and attempting withdrawal and patient tortuosity within the access vessels was noted. Functional testing was performed, and the delivery system was able to be successfully withdrawn from the sheath. In addition, during functional testing flexing, fine adjustment and balloon locking mechanisms functioned as designed. Dimensional testing was performed as no abnormalities were identified during visual inspection or functional testing. During manufacturing, visual inspections and tests are performed throughout the process. The device undergoes multiple 100% inspections during manufacturing that would have detected this failure if it were present during manufacturing. Per procedure, the inflation balloons are inspected for proper dimensions. The entire device is 100% visually inspected by both manufacturing and quality distal to proximal for defects per procedure. In addition, during product verification (pv) testing is performed on lot samples, the delivery system is inspected for physical defects or damage, and retrieval force testing. The lot met statistical requirements as requirement for lot released. These inspections and test during the manufacturing process support that is unlikely that non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event. A lot history review was performed and no other complaints for the reported event were noted the IFU, and IFU training manual were reviewed for instructions involving the commander preparation and procedure. The procedural training manual provides guidance on delivery system removal. Completely unflex the delivery system, ensure flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, and maintain guidewire position in the aorta. Patient injury could occur if the delivery system is not completely unflexed prior to removal.  In addition, the procedural training manual provides instructions on sheath removal. Remove the suture securing the sheath, remove the sheath entirely without torquing ensuring the edwards logo is facing upwards, do not reinsert the sheath at any time during removal, hemostasis will not be maintained if the sheath is partially removed past the partially expandable section and have an dilator appropriate dilator ready to occlude the vessel if required. The appearance of the sheath upon removal should show some curvature of the sheath, ripples along the seam are normal, an open tip and seam are to be expected and it is important to remember through the procedure to initially insert the introducer sheath with the edwards logo facing up, suture the sheath in place, remove the sheath completely with the edwards logo facing up, and remove the sheath without torqueing. Do n re-insert the sheath at any time. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was confirmed through imagery review and returned condition of the device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per complaint description, ¿after the implant of the valve, the physician noted a difficulty arose in pulling the delivery system back through the sheath. The delivery system seemed to be stuck and couldn't be moved back or forth.¿ although the exact patient vessel characterization was not provided, per the returned fluoroscopy imagery the patients access vessel did have some degree of tortuosity present. Tortuosity in the access vessel can create non-coaxial withdrawal angles, resulting in the distal end of the delivery system catching onto the sheath tip. It is also possible that the angle of insertion could also create sub-optimal angles during the withdrawal of the delivery system resulting in non-coaxial retrieval of the delivery system through the sheath. The altered balloon profile seen on the delivery system may have been the result of excessive manipulation used in attempts to retrieve the delivery system through the sheath. Further manipulation of the delivery system and the sheath in a tortuous anatomy eventually led to the reported events. In this case, available information suggests that patient (tortuosity) and/or procedural (excessive device manipulation) factors may have contributed to the complaint events. However, a conclusive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.  No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted to reference the mfg. Report number for a complaint related to this event. The section h10 (narrative text) of this report has been updated. This is report is 1 of 2 being submitted for this complaint. Reference mfg. Number 2015691-2020-14161.